Event description:
Found black debris in the water tank after overnight usage of the cpac. My local grocery store notifies me of any important recall via text, email and phone. Why would a medical device that is not working correctly not have the same avenue of notification? Especially since most patients have compromised health issues. FDA safety report ID# (B)(4).